Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011, follow-up the physician observed that non sustained noise episodes were recorded in the ICD memory. The physician also observed an increase of the threshold and fluctuations of the impedance since the implant performed on 01/11/2011. An x-ray analysis was performed and did not reveal any lead's anomaly. The physician asked for recommendation.